Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report multiple no delivery alarms that cannot be cleared due to unresponsive buttons and a frozen screen. Troubleshooting was performed, and the screen remained frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.